Event description:
Medical doctor (md) had a patient that required vascular surgery after a failed perclose device on [redacted]. The device appeared to deploy correctly, but failed to close the vessel. It is believed that the perclose failed to engage both sides of the vessel. The procedure involved a 27 french venous access, which they were unable to close with the failed perclose. The deployment seemed to go fine and was performed properly.